Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received critical pump error image. Customer was assisted with troubleshooting. The device will be returned for analysis.